Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a right occipital lobe cerebrovascular accident on an unspecified date. The patient also experienced a multiple drug resistant pseudomonas driveline infection. The patient expired on (B)(6) 2014 due to sepsis and end stage renal disease. No further information was provided.

Manufacturer narrative:
Approximate age of device - 11 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection, sepsis, and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.